Event description:
It was reported that the battery gauge was fluctuating. There was no adverse impact to the customer's blood glucose level. Customer received education on battery best practice tips from technical support and was advised to monitor the system and call back if the issue persisted.